Manufacturer narrative:
Full thickness burns on a female patient treated with morpheus8. Investigation is ongoing. 30-oct-2024: follow up report is submitted with investigation results. The device was inspected and no issues related to the reported burns were identified. The investigation attributed the root cause to user errors: the provider utilized extremely aggressive treatment settings not congruent with the IFU: extremely high energy levels at various depths, multiple stackings/pulses on the same spot, and using a tip not suitable for the treatment area. Per latest photos provided to inmode, the patient has trivial barely visible scars. The clinic has been retrained.

Event description:
Full thickness burns on anterior neck and mandible.

Event description:
Full thickness burns on anterior neck and mandible.

Manufacturer narrative:
Full thickness burns on a female patient treated with morpheus8. Investigation is ongoing.